Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not charge) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. Upon evaluation, the battery cells had an output voltage of 0v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt's battery pack would not charge. The pt was issued a replacement battery pack.